Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a lead replacement procedure. The explanted lead will not be returned as it was kept by the medical facility.